Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a software issue. A technical support specialist found no issues. Transmission control protocol communication showed feeds were connected with remote ip details. The queue manager was empty. Message tracing indicates messages were crossing and current. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server had a malfunction that multiple orders were not crossing to the multiple stations. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.